Event description:
Same case as #1527460-2010-00127. The complainant reported an under-delivery. The intended amount was 250ml to be delivered over 45 minutes; however, the actual amount delivered was 170ml over 1.5 hours.

Manufacturer narrative:
(B) (4). (B) (4):(B) (4).